Event description:
A catheter revision procedure was performed on (B)(6) 2011 to reattach the catheter to the pump. Once the system was patent again the dose was higher than desired for effect the doctor was trying to achieve. The pt could ambulate but needed more tone to ambulate better. The concentration was to high to decrease dose any further. The medication was going to be removed from the pump and refilled with a lower concentration to start a lower dose. The drug being administered via the pump was lioresal. Additional info has been requested.

Manufacturer narrative:
(B)(4).